Manufacturer narrative:
(B)(4). Batch # u5a80w. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a lap gastric sleeve, on the fourth firing with a blue reload, the device fired and stapled but failed to return to home position. Reverse button would not work and used manual override to remove stapler. Staple line looked good and not compromised. Another gun was brought over to complete the procedure. Procedure was not delayed due to the reported event. No fragments were generated and there were no patient consequences.